Event description:
Philips received info from a customer site that while following a pt scan on the skylight, two spots data (anterior and posterior) were transferred to the jetstream workstation (jsws) and into another pt's folder. Initially, four spots data (lao-45, l-lat, r-lat, rao-45) were correctly transferred into to the jsws. There was no report of misdiagnosis or mistreatment as a result of this reported event.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. Philips field service engineer (fse) evaluated the system and was able to manually transfer the files to the correct pt folder. Philips engineering performed in-house testing and were not able to reproduce the reported event. (B)(4).